Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display due to corroded battery tube and battery cap contact. Unable to verify the motor error alarms due to blank display. The device was received with bleeding lcd glass, loose/protruded drive support disk, cracked case at the display window corners, reservoir tube and battery tube threads, minor scratched display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during the bolus procedure. The blood glucose reading was 172 mg/dl. No significant events leading to the alarm were observed. The customer stated that he was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.